Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient initially received an inappropriate shock that induced the patient into ventricular fibrillation. The patient's device was successfully able to convert the arrhythmia after three shocks. The patient developed a lack of confidence in the system and elected to have it replaced with a transvenous system due to preference. No adverse events.